Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted on ventricular high rate episodes. Reprogramming was performed, and the issue resolved. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.